Event description:
It was reported that balloon leak occurred. An emerge mr ous 3.00 x 15 mm was selected for use during treatment of the target lesion, which was mildly calcified and moderately severed. During the procedure, the physician wanted to use the emerge balloon in order to trap another device. However, it was noted that the balloon had a hole in the side and leaked. The device was replaced with another similar device, and the procedure was completed successfully. There were no patient complications.